Event description:
The surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). About six weeks after the procedure, the patient's hip joint dislocated. The surgeon performed an assessment of the joint and decided to add a bone screw to the cup and change the liner. The liner required a different femoral head size; therefore, the femoral head component was also revised.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. According to the surgeon, the patient has been a chronic dislocator. It is unknown whether this condition is due to an anatomic deficiency in the patient. The surgeon chose to use a constrained liner to prevent subsequent dislocations; this changed mandated a change to acetabular cup and femoral head components, which interact with the liner. Investigation is ongoing, and a supplemental report will be filed if reportable results are obtained.